Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the fluoro functions board. The system operates as intended.

Event description:
It was reported that the 9900 system locked up during surgery. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.